Manufacturer narrative:
Based on the completed investigation, the lamp went out due to a power converter failure. However, the cause of the power converter failure and the root cause of both malfunctions could not be definitively determined. The issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the xenon light source lamp had gone out. Additionally, a power convertor failure was observed. There was no patient involved.